Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files captured low speed advisory alarms on (B)(6) 2018 and (B)(6) 2018. These events occurred while the patient was supported by the mpu. No pump stop events were captured within the log files. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion of the driveline was returned in a segment measuring approximately 16¿. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts, even with manipulation of the driveline. Visual inspection of the driveline revealed orange and clear rescue tape throughout the outer silicone jacket. Removal of the rescue tape revealed tears on the outer silicone jacket approximately 4.5¿, 7¿ and 13¿ from the metal connector; however, no damage to the bionate layer was identified. Metal braided shield breakdown along the length of the driveline appeared consistent with the duration of use; however, severe breakdown of the metal braided shield was observed at approximately 2-2.5¿, 3.5-4.5¿, 8-8.5¿ and 12.5¿. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for hi-pot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, the technical services representative confirmed continued pump stop events. The patient ultimately received a heart transplant on (B)(6) 2019. The pump was returned assembled with the driveline severed at approximately 6¿ from the pump housing and the distal portion was returned measuring approximately 31". Evidence of a driveline repair was observed. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was returned detached from the device. The sealed outflow graft bend relief collar was also returned detached from the device. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Both the pump end segment and distal end segment of the driveline were tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts, even with manipulation of the driveline. No damage was observed on the outer silicone jacket and bionate layer. There was severe breakdown of the metal braided shield observed on the 31¿ distal end segment of the driveline at approximately 24¿ from the metal connector. Visual inspection of the pump end segment of the driveline revealed a breach in the insulation of the yellow wire at approximately 6¿ from the pump housing. The 31¿ distal end segment of the driveline revealed additional breaches in the insulation of the brown, green, orange and red wires approximately 24¿ from the metal connector. The driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The yellow and green wire represents the two wires of phase 1, the brown wire represents one of the wires of phase 2 and the orange and red wires represent the two wires of phase 3. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module or mpu, the resulting electrical short to ground could have resulted in the reported pump stop and low speed advisory events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient appears to have low speed advisory on both the mobile power unit and batteries. A review of the submitted log file by technical service representative captured multiple low speed advisories which drop below the patients low speed limit. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mobile power unit. X-rays were provided and technical service noted; the x-ray is unremarkable. Additional x-rays provided which includes the system controller show areas which appear to have some shield separation. It was reported that the patient¿s quality is poor. The customer was unable to provide further information regarding the patient. We are not able to see the entire internal portion of the perc lead. The section by the pump is cut off. No further information was provided.

Event description:
Additional information on 17jan2018 was received after the driveline repair was performed, noted that post repair tethered patient on grounded patient cable with pump stops still observed. The portion of the driveline was returned on 21jan2019 for evaluation. The patient was currently waiting in the hospital as a status 2 for heart transplant, patient will remain on grounded cable. No further symptoms reported recently.

Manufacturer narrative:
Corrected data: concomitant medical products/device evaluated by MFR. Additional information: event. The patient remains ongoing with the lvad device. No further information was provided. An updated supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturing evaluation conclusion: no product was returned for evaluation. The reported low speed events were confirmed through the analysis of the log files that were provided by the account. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured events appeared consistent with a potential driveline issue. The submitted log files contained data from (B)(6) 2018 to (B)(6) 2018 and (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2018 at 05:14:21 am, the log file captured a low speed advisory alarm when the patient¿s speed dropped below the patient¿s low speed limit. On (B)(6) 2018 at 1:41:34 am, the log file captured another low speed event. The low speed hazard alarms were also active during the event. Both low speed events occurred while the patient was supported by the mpu. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on pump support. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The customer communicated that the patient was sent home with an ungrounded power module patient cable to use when connecting vad to power module. The patient was seen in the clinic on (B)(6) 2018 and no further pump stop events noted on device interrogation. In addition, the vad team was unable to produce a pump off event during clinic visit while connected to a 14 volt cable. It was communicated that the patient was waiting at status 3 for orthotopic heart transplantation (oht). In the event the patient did not receive a heart transplant within the 30 days, a driveline replacement may be pursued.